Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic and pacemaker dependent patient presented in clinic for a follow-up. The atrial lead exhibited high impedance, atrial oversensing, and auto mode switch episodes due to possible lead damaged. The lead was recommended to be replaced. The patient was stable.